Event description:
Meter name: one touch ultra, strip name: one touch ultra teststrips, meter code: unk, strip code: unk, strip storage: unk, symptoms: very tired, weak and body aches. A pt reported they were seen by dr. Their meter allegedly was inaccurately low. The result on their meter was 70. The result on the dr's meter was result unk. It is unk if comparison was performed. Treatment was medications was increased. Comparing ot ultra (70) to fasttake (140). No further info has been reported.